Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. No number scrolling anomaly was noted on the display. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had an unresponsive keypad and the display began scrolling during a bolus attempt. The blood glucose reading was 77 mg/dl, which was treated for with a manual injection. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump. Nothing further reported.